Event description:
During a lap cholecystectomy procedure, the clips became loose of clipped structure. Seems the jaws of the instrument didn't retain the clips correctly. There were no adverse consequences to the patient. One device returning.